Event description:
A patient (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite on (B)(6) 2009. The patient reported a urinary tract infection on (B)(6) 2010 which was confirmed with urinalysis testing. The patient was treated with antibiotics and the uti resolved on (B)(6) 2010. The physician assessed the event as mild in severity and not device related.

Manufacturer narrative:
At the time of this report, the uti symptoms had resolved. The patient reporting developing urge incontinence on (B)(6) 2011 which is ongoing. The patient was treated on (B)(6) 2011 with a combination anticholinergic treatment; oxybutinin and hyomax. If this treatment fails he will treat inject her with intravesical botox injections in 3 - 4 weeks. The event was determined to be mild in severity and not related to the coaptite injection. A review of the device history records indicates the reported lot #1012833 met all specifications prior to release and no abnormalities were noted.